Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultramini meter read inaccurately high. The pt indicated that the alleged issue started on (B)(6) 2010, at an unspecified time. The pt reported blood glucose results of "331 mg/dl" with a lifescan meter and "174 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. As a result of the alleged issue, the pt administered self-treatment by taking extra units of insulin (unk type/dose). A few hours after the alleged issue began, the pt claimed that he developed symptoms of weakness, sweating, and being unable to sit up. The customer service rep (csr) noted that the pt had read his meter upside-down and dosed his insulin incorrectly. It is unclear what meter reading(s) the pt allegedly read upside-down. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, what date/times the reported results were obtained, what the pt's last meter reading was before the reported symptoms developed, what date/time the last meter reading was obtained, what date/time the symptoms developed, and what actions the pt took before and after the symptoms started. The csr walked the pt through a control solution test that reportedly passed. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.